Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and an ambulance was called by the neighbor. When a fingerstick was taken by the paramedics the cgm was reading 51 mg/dl and the blood glucose reading was 17 mg/dl. The patient was treated with glucose gel. No further treatment was reported to be needed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.